Event description:
Revision - surgery the pt dislocated.

Manufacturer narrative:
The reason for this revision surgery was identified as dislocation after one month of patient use. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the 59th complaint for this part number: 32 due to dislocation, seven trauma, five due to infection, four due to dissociation, two for instability, two due to pain, one for subluxation, one for hematoma, one due to poor bone quality, one loose joint, one impingement, and one implant was dropped. This is the first complaint for this lot number. The root cause of the dislocation was not determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product. Several factors not related to the implant can play a role in dislocation such as; loose joint from inadequate soft tissue and patient activity. There are no indications of a product or process issue affecting implant safety or effectiveness.